Event description:
It was reported by service report that the cot had a bent height adjustment rack and was reported to have dropped. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack.